Manufacturer narrative:
H.6. Investigation summary: this complaint is for a performance issue due to no mic results when using phoenix panel pmic/ID-106 (448606) batch number 2256548. The customer did not provide panel returns or isolates but provided phoenix generated lab reports and binary files for the investigation. The lab reports show no growth in the ast side of the panel with staphylococcus capitis, staphylococcus epidermidis, and staphylococcus hominis. To investigate, one retention panel each was inoculated with in house isolate staphylococcus capitis pos 11715, s. Hominis pos 2991 and s. Epidermidis pos 3644 and placed in a phoenix m50 to be evaluated for growth results. All panels returned a valid ast result and no panel aborts. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which are related to this defect and one of those is confirmed with a different organism. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there is no growth in ast panel. Exact occurrences are unknown. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in the ast side of the panel. Issue is consistent. Failure rate is about 5-10% of the gram positive organisms."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00776 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction."

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there is no growth in ast panel. Exact occurrences are unknown. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in the ast side of the panel. Issue is consistent. Failure rate is about 5-10% of the gram positive organisms."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there is no growth in ast panel. Exact occurrences are unknown. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in the ast side of the panel. Issue is consistent. Failure rate is about 5-10% of the gram positive organisms."